Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the device was unable to get the pressure chamber to calibrate. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition. The investigator installed a test 1000 ml sealant bag inside the pressure chamber and connected it to an air supply test fixture. The registered pressure was within the tolerance range of 280-300 mmhg. The customer reported product problem was not confirmed. No fault was found with the device.